Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-2218-70 (sn: (B)(4)). Device evaluation indicated that the lead passed all test performed. Sc-2218-70 (sn: (B)(4)). Device evaluation indicated that the lead passed all test performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-70,serial number: (B)(4),batch/lot number: 20688526/21218594,model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a replacement procedure and was doing well postoperatively.